Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an infection. A revision was performed and the s-ICD along with the implantable lead were explanted. There were no adverse patient effects reported. No indication if the product will be returned. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.